Event description:
It was reported that the patient presented for a follow up. The patient's left ventricular (lv) lead exhibited high and out-of-range pacing impedance. The device was reprogrammed in apr 2021. There were no consequences and the patient will continue to be monitored.